Manufacturer narrative:
One device was returned for analysis. Visual and functional inspection found a downstream occlusion seal, sensor and latch lock sensor. Functional and visual tests were performed, and the reported issues were duplicated. The cause of the reported issue was due to a damage downstream occlusion seal. As a result, the downstream occlusion seal, sensor, latch lock sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a defective main board. During physical inspection, it was found that there was a downstream occlusion seal, sensor and latch lock sensor. There was no patient involvement, no patient injury was reported.